Event description:
A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no patient harm or injury, no medical intervention was required by the patient. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. The device was scrapped.

Manufacturer narrative:
H3 other text : analysis by third-party.